Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected no motor power in reasonable time alarms noted during testing. No moisture damage was found on the electronics assembly, motor, force sensor, or reservoir compartment during visual inspection. The device was received with the serial number label faded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and hrm task did not grant motor power in reasonable time. The customer¿s blood glucose level was 400 mg/dl and treated with bolus. Customer was able to successfully clear the alarm. The customer declined troubleshooting for high blood glucose. The customer reported that the self-test did not pass. The customer also reported that the screen of insulin pump was foggy. The insulin pump will be returned for analysis.